Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of c-cover on the distal end was burned is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The most probable cause of the coating was peeled off on the connecting tube is a cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope c-cover on the distal end was burned and the coating was peeled off on the connecting tube. There was no patient involvement.